Event description:
Reporter reported a customer received and error message on their locked freestyle meter. The device was returned and during the course of the investigation, it was discovered the meter had exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Memory overwrite was observed. Found uom to be selectable. Customers and retailers have been informed through the adc fa16 may, 2006 letter.